Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained high blood glucose after a supplies change on the ilet system, received a prolonged high alert, and troubleshooting suggested a supply or infusion issue; the patient had attempted to ingest food to lower glucose, which was counseled as not recommended, and corrective actions included filling the tubing, removing and replacing the infusion site, and resuming insulin with observed improvement. Symptoms included hyperglycemia with sensor-indicated downward trend after intervention. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included technical support review, user coaching, and device use assessment during a live call. Investigation of this case revealed that insulin delivery likely was impeded by the infusion setup or site until the tubing was primed and the site was replaced, after which glucose levels declined. It was concluded that the event was consistent with hyperglycemia of unclear cause, likely related to infusion supplies or setup, with resolution after corrective actions.